Event description:
The patient reported pain, swelling of gums and indicated true for the following: pain, bleeding, infection, gingivitis, sensitivity, discomfort, and not fitting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.